Manufacturer narrative:
Continuation of d10: product ID rfx072-115-08mp (b812229); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for intracranial aneurysm. It was noted that the patient's blood flow was xxx and vessel tortuosity was minimal. The access vessel was the femoral artery, with 8 mm diameter. It was reported that during the procedure, after the navien intracranial support catheter was positioned, while advancing the echel on microcatheter, the operator recalled that there was minimal resistance during advancement and it could still pass. However, shortly after the tip end of the echelon microcatheter came out of the intracranial support catheter, it was found that the microcatheter could not be manipulated normally, and neither advancement nor withdrawal could be performed. The microcatheter became stuck inside the intracranial support catheter. There was no alternative, and the operator could only withdraw the entire system. After changing to another access route, the procedure was successfully completed . The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.